Event description:
On (B)(6) 2015, the reporter contacted animas stating due to miscounting the amount of carbohydrates, the patient experienced an inadvertent infusion while still connected to the pump. The patient reportedly received more insulin than needed and 2.0 units of insulin were infused. It was noted that patient was hospitalized and experienced a blood glucose (bg) value of less than or equal to 70mg/dl (3.9mmol/l) and greater than or equal to 250mg/dl (13.8mmol/l). There was no indication of what the bg measurement was at the time of the reported incident. The patient reportedly was treated via oral carbohydrates prior to hospitalization and was also treated in the emergency room (ER). It was noted that the patient resumed insulin pump therapy and therefore, the pump is not being returned. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy. Use error contributed to the reported incident as the patient was still connected to the pump and had received more insulin than needed due to miscount on carbohydrates.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: the black box begins on (B)(6) 2016, due to continuous use of the pump the black box data/histories for the event on (B)(6) 2015 have been overwritten. Unable to confirm the issue on complaint date. On investigation, the pump boots to verify screen with no issues. The pump clearly displayed the message ¿disconnect infusion set from your body" on the rewind screen and ¿be sure set is disconnected from your body then select continue" on the prime screen. Available daily insulin delivery totals correctly reflect the user¿s programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigation did not confirm nor duplicate the complaint and the pump was determined to be operating as intended without malfunction.